Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 38 x 3.00mm promus premier select drug-eluting stent was advanced for treatment. However, the stent failed to track the vessel and was damaged. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage in distal region with struts lifted and pulled proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 38 x 3.00mm promus premier select drug-eluting stent was advanced for treatment. However, the stent failed to track the vessel and was damaged. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.